Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, the catheter became stuck on the guide wire. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left common iliac artery. This 10x98x75 epic stent delivery system was advanced to the lesion and deployed in the target lesion. When attempting to remove this device, the shaft became stuck with the guide wire. The device was unable to be removed despite several attempts and was removed from the patient with the guide wire as one unit. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that there was blood on the outer surface of the sds. The inner shaft was buckled 9.5cm, 11cm and 12cm from the tip. The guidewire protruded 8cm from proximal end (handle) and 175cm from the distal tip. The outer diameter (od) was measured with a calibrated snap gage, the guidewire measured .0335¿. The sds and guidewire were soaked in a warm water bath in attempt to loosen the guidewire from the device; however, even after soaking the guidewire could not be removed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, the catheter became stuck on the guide wire. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left common iliac artery. This 10x98x75 epic stent delivery system was advanced to the lesion and deployed in the target lesion. When attempting to remove this device, the shaft became stuck with the guide wire. The device was unable to be removed despite several attempts and was removed from the patient with the guide wire as one unit. The procedure was completed with this device. No patient complications were reported and the patient's status is good.